Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in three pieces. Final analysis found external insulation abrasion was noted at 1.9 cm to 2.8 cm from the distal tip consistent with lead friction to ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.